Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during rewind and they mentioned that they received no delivery alarms. Customer declined to troubleshoot the insulin pump. Insulin pump was not returned for analysis.